Event description:
It is reported that a customer received error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the error occurred after they had changed the battery and that the temporary basal was not programmed before the alarm went off. The customer was assisted with programming the pump and was advised to monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.